Manufacturer narrative:
(B)(4). Medical products: 192014 - echo por fmrl nc ¿ 909460. 139252 - m2a-magnum 42-50mm tpr - 653250. Us157852 - m2a-magnum pf cup - 607650. Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00131.

Event description:
It was reported that the patient underwent right hip revision approximately 8 years post implantation due to pain, metallosis, tissue damage, bone loss, and elevated metal ions. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes provided confirming patient underwent a revision surgery due to pain, metallosis, and elevated metal ion levels. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 7 years post implantation due to increasing hip pain. During the surgery, joint effusion with debris related to metal on metal reaction was found. Large amount of pressurized clear joint fluid was found emergining from the joint and was suctioned dry. Large amounts of debris within the joint with significant amount of soft tissue reaction. Significant debridement was done to posterior capsule, anterior capsule and inferior capsule. Bone loss was found on the posterior cortex of the proximal femur, speroanterior and inferoanterior towards the area of the pubis.